Manufacturer narrative:
Results: the eval included performance testing (accuracy, verification of air/no food alarm, etc.). Multiple formulas and settings were used to recreate the failure experienced by the customer. The pump performed according to spec during each run (alarmed and shut off after food was gone). The set that was used with this pump when the malfunction occurred could have contributed to this malfunction but was not returned for eval. Conclusion: the alleged complaint/defect could not be duplicated. The pump performed according to spec. This device is sold to an international market, however, it is similar to the enteralite infinity enteral feeding pump which is available for distribution in the us.

Event description:
The pump continued to run after food was gone. The pump did not alarm dose done which resulted in delivery of air to pt. No pt injury occurred.